Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product return has been impacted by the covid-19 outbreak. This event will be processed following our normal processes without a product return. If the product is returned or if new information is received, the complaint record will be re-opened and the investigation conclusions will be reassessed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implantation and connection to extensions, impedance was tested and repeatedly labeled "avoid" on three out of four left contacts. The surgeon was stated to believe it was due to "fluid in the battery" and requested a new implantable neurostimulator (ins) be opened and implanted instead. The extensions were removed multiple times from the ins, cleaned, examined, and reinserted into the ins with no change in the impedances. It was stated it was determined by the surgeon that the issue was with the ins, not with the extensions, and it was also stated it was suggested that the extensions "may be damaged." No environmental/external/patient factors where known that may have led or contributed to the issue. The issue was not resolved at the time of reporting. No symptoms were reported. On (B)(6) 2019 additional information was received that it was suspected that the new ins was faulty, not the extensions. Impedances were taken after the "then new" ins was hooked up to the old extensions, but the results were over 40,000 olms on 3 of the 4 contacts. This action was repeated several times. Before the replacement, the contacts were stated to all be well under 2,000 olms. The patient's therapy was stated to be programmed on one of the 3 contacts that was reading "avoid" and thereby would cause therapy issues. It was the surgeons professional opinion that this result was due to there being ¿fluid in the battery¿ and wished to open another new ins. The ¿fluid¿ was blood/serosanguinous fluids that appeared to be in the port that the extensions insert into. It was stated it was attempted to suction fluid out of the port, contacts were cleaned multiple times, and they were reinserted into the ins. It was stated if the impedance levels don't resolve on their own, the patient would be brought back to have their extensions replaced. It was stated by the manufacturing representative (rep) that they suspected the damage was likely due to the extension being kinked or damaged while being inserted into the new ins.